Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced a blood glucose of 670 mg/dl with rapid, deep breathing, extreme drowsiness, polydipsia, nausea, symptoms of dehydration, vomiting, confusion and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained hospitalized and was treated for diabetic ketoacidosis with insulin injection and IV fluids. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to the customer changing the basal program. It was also revealed that the bolus totals did not match. Reportedly, the patient's healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box showed an unexplained pump reboot on (B)(6) 2016 at 14:05; deliveries resumed at 22:08. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The bolus totals in bolus history were consistent with the bolus totals in the tdd history at the time of the reported issue. A 10u audio & 10u normal bolus were completed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20.0u. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.